Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 4. The technical service representative (tsr) determined that te home patient (hp) had left a clamp open on an unused line. The tsr reminded the hp of the importance of closing that line if not using it. The tsr had the hp close all of the clamps and cycle the power to get a system error 2367. The hp cycled the power again to get to "press go to start." At "load the set", the hp removed the cassette. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.